Manufacturer narrative:
Cracked battery tube threads, cracked and broken reservoir tube lip, cracked display window. Missing end cap sticker was noted during visual inspection.

Event description:
It was reported that the infusion set was unable to stay connected to the insulin pump, and it kept falling out. The insulin was not delivered and the customer had hyperglycemic events. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.